Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroscopy procedure the surgeon was proceeding to introduce a needle in the meniscus of the patient and found that the sutures were incorrectly assembled. The surgeon completed the surgery with a different device. Neither patient harm nor significant delay were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Photos of the returned product were examined. As returned, the suture is no longer assembled to the two sliders and is tangled up. The complaint is considered confirmed; however, as the product was returned with the packaging having been opened and it was noted that the surgeon was attempting to use the device when the issue was noticed, the coob event cannot be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.